Event description:
According to the reporter, an error code eee804 was displayed; the device was rebooted and the sensor was replaced, but the measurement was unstable, so it was replaced. There was no reported patient involvement or outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One birdie bedside spo2 monitor, three pins, and the blu device were available for evaluation. Visual inspection noted the device was rebooted and the sensor was replaced, but the measurement was unstable, so it was replaced. It was reported that an error code eee804 was displayed. The reported issue could not be confirm ed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the bottom case, nurse call port label, and lcd mounting tab were replaced because they were broken. The most likely cause for the additional condition is traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.